Manufacturer narrative:
Unit received with constant software error alarm. Unable to verify unresponsive buttons due to software error alarm. The keypad traces and keypad connector was inspected and no anomalies noted. Unit received with minor scratches on lcd window.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding. Insulin pump will be replaced. Customer's blood glucose was not reported.